Manufacturer narrative:
If information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during this implantable cardioverter defibrillator (ICD) implant, the right ventricular (rv) channel oversensed noisy signals that led to pacing inhibition and an asystole episode of approximately 5 seconds. The patient has a slow intrinsic rhythm, so the episode did not resulted in additional adverse effects. As part of troubleshooting the rv lead was disconnected from the ICD, the connections were cleaned and reconnected and normal impedance measurements were confirmed. However, the noise remained visible after reconnection. Boston scientific technical services suggested deactivating the respiratory rate trend (rrt) feature and manipulating the pocket. Subsequently, the noise disappeared and implant procedure was successfully completed. Post-operative check revealed normal measurements and no noise. The system remains in service.